Manufacturer narrative:
Exemption number e2014039. Review of the intra-op revision x-rays provided and comments from the surgeon indicate that the patient had developed poor bone quality and superior plate had migrated slightly posteriorly. Surgeon decided to remove and replace with acdf with cage, plate, and screws at c5/c6. The device was sent to an external laboratory for analysis and results are pending.

Event description:
Revision surgery to remove cervical disc arthroplasty device due to superior plate of device migrating slightly posteriorly and replace with acdf treatment.